Event description:
Our cauti (catheter associated urinary tract infection) task force has noticed a trend in a certain type of catheter having fallen out of patient fully inflated (while patient is lying in bed). No harm to patient. However, wanted to report this observed trend (will file each event separately). Event number 1: a 14 fr surestep foley catheter was inserted into a patient and was observed to be in the bed with the balloon intact on the same day 11 hours later. This was a pregnant patient that was in bed sleeping. She was noted to be 6cm dilated. Manufacturer response for surestep® tray, lubri-sil® i.c., complete care®, urine meter, temperature sensing, statlock® stabilization device, surestep® tray, lubri-sil® i.c., complete care®, urine meter, temperature sensing, statlock® stabilization device (per site reporter). It is known issue reported by us to them.